Event description:
It was reported that intra-operatively, the physician was performing a pocket revision because the patient felt that one of the leads coiled in the pacemaker pocket, was pushing up on their skin, so it was slightly uncomfortable. While the physician was revising the device pocket, both the right atrial (ra) and right ventricular (rv) leads were inadvertently pulled back and became dislodged. The leads were repositioned and remain in use. No further patient complications have been reported as a result of this event.